Event description:
It was reported that the pt was brought in to the clinic as the pt had no access to sound. No trauma was reported.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.